Event description:
Reported due to intervention required in retrieving marker lumen. The physician attempted to use a fox pta catheter in an unknown procedure. Reportedly, the "balloon burst when inflated in the artery." Upon removal of the balloon it was noted that "some of the balloon appeared to be missing." The physician attempted to "push fluid through it with a syringe" and it was reported that a "marker fell off but was retrieved." It is unknown if 2 markers are present on the catheter. It is unknown as to what the pt status is. Although requested, no additional pt information was provided.